Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported an elevated opacity on a patient's right eye approximately six weeks post photo refractive keratectomy (prk). Patient is not responding to treatment and is being referred to an ophthalmologist for culturing to rule out any fungal involvement. Topical steroid drop dosage was increased. Patient noted blurry vision but feels like it is getting better.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be identified or determined conclusively. The manufacturer internal reference number is: (B)(4).